Event description:
It was reported that a palatal implant extruded approximately seven months post-implant and was removed. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is used for treatment purposes. The product was discarded by the user facility and will not be returned to the manufacturer. Device description: the pillar system consists of a delivery tool and an implant. The delivery tool comes preloaded with the implant. The implant is a braided segment of polyester filaments intended for permanent implantation. Indications for use: the system is intended for use in stiffening the soft palate tissue which may reduce the severity of snoring in some individuals and for the reduction of the incidence of airway obstructions in patients suffering from mild to moderate osa (obstructive sleep apnea). Indications for use of the system include: symptomatic, habitual, social snoring due to palatal flutter or upper airway obstruction caused by the soft palate. This system is labeled for use by physicians and dental professionals with adequate training including maxillofacial surgeons. Potential complications: use of the system involves potential risks normally associated with the use of any implanted device, including but not limited to foreign body sensation and partial/full extrusion of implant.